Manufacturer narrative:
Weight - estimated. The device was received for analysis. The investigation is not yet complete. A follow up report will be submitted with all additional, relevant information.

Event description:
This is filed to report the gripper actuation issues. It was reported that on (B)(6) 2021, a mitraclip procedure was performed for functional mitral regurgitation (mr) grade 4. The patient had presented with an extremely rotated heart, poor coaptation, and severe heart failure. The mitraclip delivery system was prepped per instructions for use without issues. Once advanced into the anatomy, it was noted that more m knob application was needed to get the desired response. Additionally, the steerable guide catheter seemed stiff, requiring more effort to get the desired movement. There was no unusual resistance turning the knobs, but rather more knob turn was required to get the desired response. Reportedly, the devices were correctly keyed, and both devices were moving in the intended direction; however, more application was needed to get the desired movement. The mitraclip attempted to grasp and capture for approximately 1 hour and 33 minutes without success. It was noted that the grippers appeared difficult to lower at times and an unknown/unexpected noise occurred during this. A clinically significant delay occurred as the patient become hypotensive, and was treated with medications. It was decided to not use this clip. The cds was removed without difficulty and without issue. Another clip delivery system was successfully used in replacement with the same sgc. The clip was implanted, reducing mr to grade 1-2. There was no adverse patient sequela. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was returned and investigated. The reported gripper actuation issue, noise and issue with the knob was not confirmed via returned device analysis. The reported positioning failures of inability to grasp and capture the leaflets could not be replicated in a testing environment. The discrepancy between what was reported (grippers appeared difficult to lower, unknown/unexpected noise occurred during gripper actuation and issue with the knob) and what was observed (no issues) was likely due to varying amounts of tension felt by the device during the procedure versus the returned product analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient code of hypotension is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The investigation was unable to determine a cause for the reported gripper actuation issue, noise and issue with the knob cannot be determined. The reported inability to grasp and capture the leaflets appear to be related to the reported gripper actuation issue. The hypotension appears to be due to procedural conditions. The reported delay to treatment/therapy and medication required were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.